Event description:
A discordant advia centaur xp carbamezapine result was obtained on a pt sample. The result was not reported to the physician(s). The sample was retested neat and with dilution and the corrected result was reported. There was no report of pt intervention or adverse health consequences due to the discordant carbamezapine result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant carbamezapine result was due to a broken connector on the acid pump. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.